Event description:
Reporter stated that patient received the following results, with two different meters, within 3 minutes: 31 mg/dl (mobile system 1) and 81 mg/dl (mobile system 2). No actions taken based on device results. No adverse event reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system 2 using an unspecified strip lot. Reference medwatch with patient identifier (B)(6) mobile system 1 using strip lot 278147. Device will not be returned.